Event description:
Pt had a #22 IV catheter in r hand that was not flushing. Rn went to assess site and noted there was no catheter attached to the hub. Md notified who in turn notified surgeon. Pt taken emergently to operating room for removal of foreign body from her right hand.